Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on how to reset the pump, successfully starting their sensor session without encountering the error again.